Event description:
A (B)(6) year female s/p thoracodorsal implant with st. Jude medical octrode 60 cm x 2 lead positioned at top of t7 with ipg proclaim tm elite tm and cinch anchors in 2017. One of the leads (left lead) moved extreme cephalad to cervical c3/c4 region incidentally discovered on x-ray/CT cervical spine in 2019 while patient was getting adequate coverage of her right sided lumbar radiculopathy from non-migrated right lead. Updated images with x-ray and CT lumbar spine in 2021 shows right lead also moved cephalad and laterally to t6 causing unwanted stimulation in right lower rib cage and loss of coverage of right lumbar radiculopathy. Position of lead anchors (cinch anchors) seems to be intact in lumbar paraspinal region on CT lumbar spine. Most likely anchors were working as slippery conduit. When offered revision of leads and re-anchoring vs explant, patient opted for explant. FDA safety report ID# (B)(4).